Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient encountered the poor communication screen when trying to sync with the implant. Prior to the call the patient had changed the patient programmer (pp) batteries and during the call the issue was resolved by repositioning the pp antenna over the implant site. The caller then noted that the patient had a return of their incontinence symptoms the day prior to the call and that the symptom return was sudden. The patient increased stimulation from 2.1 to 2.6 at the time of the call and confirmed feeling stimulation in the target area. The patient planned to try this setting for a few days to see if it helps their symptoms and would follow-up with their healthcare provider (hcp) if their symptoms did not resolved. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.